Event description:
It was reported that pocked erosion was observed. The device was reaching normal eri and was explanted and replaced. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.